Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2016-02567. It was reported the patient was no longer feeling stimulation in his left leg. Diagnostic testing revealed high impedance readings on multiple lead contacts. X-rays revealed the lead appeared to be disconnected from the ipg. Subsequently, the patient underwent surgical intervention on (B)(6) 2016, where the lead was re-connected to the ipg. The physician then closed the ipg pocket site. It was determined the lead is the issue. Therefore, the physician decided to refer the patient to another surgeon for further intervention regarding the lead.